Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had no delivery alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specifications and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).